Manufacturer narrative:
(B)(4)

Event description:
It was reported when a patient presented to the operating room for a normal device changeout due to elective replacement indicator, externalized conductors were noted under fluoroscopy. No electrical anomalies were detected. The lead was capped and replaced a couple weeks later. No further information is available.